Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation reproduced the reported problem and determined the cable was faulty. In addition, the cable was noted to have appearance defects due to physical/chemical stress. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿no image¿ was duplicated. It was determined that an image was not displayed due to a faulty cable. Olympus will continue to monitor field performance for this device.